Event description:
It was reported that the lead was explanted and replaced due to perforation. When the surgeon opened the pocket, the rv ICD header setscrew was difficult to remove and as a result, the ICD was also explanted and replaced. It was also noted that an insulation break was observed.